Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically inspected for damage. The devices shaft showed extreme damage in the form of bends kinks and buckling. The kink was located at 120cm from the hub. There was severe stretching starting at 119.5cm from the hub and traveled distally towards the tip. There was a separation located 166.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25jan2022. It was reported that a microwire was difficult to remove from the catheter. The 100% occluded target lesion was located in the non tortuous and non calcified tibialis anterior dextra. A 150cm rubicon 14 was selected for use. During the procedure, at the time of angiography evaluation, the microwire was difficult to remove from the rubicon 14 microcatheter so it broke on the rubicon 14 microcatheter. The device was removed via jr 6fr guide catheter and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a separation located 166.5cm from the hub.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically inspected for damage. The devices shaft showed extreme damage in the form of bends kinks and buckling. The kink was located at 120cm from the hub. There was severe stretching starting at 119.5cm from the hub and traveled distally towards the tip. There was a separation located 166.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25jan2022. It was reported that a microwire was difficult to remove from the catheter. The 100% occluded target lesion was located in the non tortuous and non calcified tibialis anterior dextra. A 150cm rubicon 14 was selected for use. During the procedure, at the time of angiography evaluation, the microwire was difficult to remove from the rubicon 14 microcatheter so it broke on the rubicon 14 microcatheter. The device was removed via jr 6fr guide catheter and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a separation located 166.5cm from the hub.